Manufacturer narrative:
Implant date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device went in over the wire and into the sheath. However, when they went to deploy it there was only one click and then the device got stuck. They tried to pull it back and then push forward but it would not budge. They then did an angio run and saw nothing deployed so manual compression was applied. The patient was reported to be in good condition. There was no extra bleeding or surgery required. Additional information was received on january 18, 2019. The procedure was an antegrade below the knee (btk) peripheral intervention using a 6fr procedural sheath. A pre deployment angiogram was performed. The patient was reported to be stable. The facility did an angiogram to confirm the angio-seal was not deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal sts plus device was received for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly and the guide wire was interested into the arteriotomy locator. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly exited as intended. No other anomalies were noted. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, the anchor at a distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.